Event description:
Event description guidant received information that this right ventricular transvenous lead was exhibiting noise on the rate/sense channel which resulted in pacing inhibition. The noise could not be recreated with valsalva, patient isometrics or pocket manipulation. Lead diagnostics were all normal. It was also noted that the patient was experiencing diaphragmatic stimulation that was occuring every day, but at random times.